Event description:
This is a report of a patient who experienced potential peritonitis coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the event. The patient experienced symptoms of cloudy effluent and abdominal pain. The patient was treated with oxacillin (4g/day for 2 days, route not reported), gentaline, and vancomycin (routes, doses, and frequencies not reported) for the potential peritonitis. Action taken with therapy was not reported. At the time of this report, the patient was reported to have recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.